Event description:
The customer reported that results for neut-y have been out by two standard deviations (2 sd) on their advia 2120i with dual aspirate autosampler instrument since (B)(6) 2014. Controls were high, out of range. Patient results were released to the physicians. It is unknown if there were any patient interventions or adverse health consequences due to reporting out patient results.

Manufacturer narrative:
Customer contacted siemens technical solution center (tsc) ) and was instructed on how to adjust the gains on the advia 2120i with dual aspirate autosampler to resolve the problem. The instrument is performing according to specifications. No further evaluation of this device is required.